Event description:
It was reported by a customer that on (B)(6) 2010, the fiber failed at 51,600 joules.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The failure analysis disclosed that the fiber cap detached. The fiber melted and parted at the cap. The shrink tube melted. The jacket and shrink tube may have been burnt. This device failure is associated with a lack of cooling. The joules verified on the fiber card were 51,600 joules. The root cause of the device failure was determined to be heat accumulation. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the pt and instructions for retrieving.